Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the l3 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue. During surgery, lead was visually confirmed to be fractured.

Manufacturer narrative:
Date of event and patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.